Event description:
It was reported that on (B)(6) 2023, a 5-4mm amplatzer piccolor occluder was implanted in a patient to treat patent ductus arteriosus (pda). The dimensions of the defect measured 2.7mm for pulmonary artery diameter, 3.5mm aortic diameter, and 9mm for ductal length. The patient was extubated and transferred to pediatric intensive care unit (picu). It was reported that a murmur was detected in the patient upon arrival and the device was found to have embolized into the left lower anterior basal pulmonary artery via echocardiogram. A decision was made to reintubate the patient and an attempt was made to retrieve the device using a snaring method but was unsuccessful. The patient was scheduled for surgical removal of the device which occurred on (B)(6) 2023. It was reported the physician did not believe there was partial or complete blockage of blood flow. The patient status was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of embolization of the 5/4mm piccolo occluder was reported. A review of the ductal measurements as reported from the field was performed. Per the sizing table in the instructions for use, sizing chart t2, the recommended size devices for patients >2kg have a maximum duct length of 6mm, and therefore the 9mm patent ductus arteriosus length of the reported event falls outside recommended sizing. A returned device assessment could not be performed as the device and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could potentially be related to the user not following the recommended sizing chart provided in the IFU.